Manufacturer narrative:
(B)(6). Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors.

Event description:
Information was received via an update to the pas03 study database that on (B)(6) 2014, wound culture show positive for pan-sensitive pseudomonas and corynebacterium on repeated cultures on. Blood cultures were negative. Urine cultures on (B)(6) 2014 and (B)(6) 2014 showed mixed bacterial flora. The patient was placed initially on IV vancomycin and efepime based on the cultures. A CT scan of the abdomen and pelvis showed soft tissue density in the subcutaneous fat adjacent to the driveline as well as mild thickening of the left chest wall musculature where the driveline enters the thoracic cavity; "unchanged and could be consistent with a driveline infection. In addition, there is unchanged subcutaneous soft tissue density adjacent to the lvad device." He was afebrile. Throughout his admission "labs only notable for mild leukocytosis that subsequently resolved." The patient was discharged home on unknown date on chronic suppressive antibiotics.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report the submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The device remains implanted.